Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected. A leak was identified at the pump strain relief kink resistant tubing (krt) cylinder junction attributed to fatigue. This identified leak would confirm the alleged tubing crack and result in an inability to functionally test the pump. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation. System components. Cylinder: model- 72404292; lot sn- (B)(6). Reservoir: model- 72404161; lot sn- (B)(6).

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to a crack in the pump connection tube. A patient outcome as not reported. Additional information received that the patient outcome was reported to be well

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to a crack in the pump connection tube. A patient outcome as not reported. Additional information received that the patient outcome was reported to be well